Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1957. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis was not reported. Physioneal and nutrineal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.